Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed pump stops while the patient was supported by the power module and while supported by batteries. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log files contain data from (B)(6) 2019 at 21:49 through (B)(6) 2019 at 09:24. Low speed events and pump stops were captured on (B)(6) at 04:20 and 04:21 and (B)(6) at 11:16 and 11:17. The low speed events from (B)(6) and (B)(6) appeared to occur while the patient was supported by batteries. The low speed events from (B)(6) appeared to occur while the patient was supported by the power module. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. Additionally, one pump stop was captured on (B)(6) at 22:06 that appeared to be associated with the patient¿s driveline being disconnected. A specific cause for this finding could not be conclusively determined. No additional atypical events were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook address all system controller alarms (including driveline disconnected, low flow hazard, and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. These documents state that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years & 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced pump off low flow alarms when connected to grounded cable. No alarms on batteries or ungrounded cable. The log file captured pump stops on (B)(6) 2019. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on both power module and on batteries. Percutaneous lead x-rays submitted are unremarkable. Patient went home on an ungrounded cable and no reports of any further alarms. Additional information as of (B)(6) 2019: the low flow alarms were due to pump stoppage from a short in his drive line. Patient placed on ungrounded cable and no further alarms have been reported. Will be discharged on ungrounded cable for the moment unless further alarms are noted. No further information provided.